Event description:
Clinical study. It was reported that six days after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated in the index procedure was a 2.75mm, 95% stenosed 20mm long portion of the left main coronary artery (lmca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.75x20mm drug eluting stent. There were no reported complications. Six days after the initial procedure, the pt expired prior to discharge. It is unknown if an autopsy was performed. In the opinion of the physician, the cause of death was cardiac shock and the relationship of pts death to the taxus stent is unrelated. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.